Event description:
It was reported that the atrial lead exhibited elevated pacing thresholds. The patient heard an alert from his implantable cardioverter defibrillator due to low impedance of about 200 ohms. The lead was replaced.

Manufacturer narrative:
No medwatch form was received.